Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated her tampon fell apart upon removal and pieces were left behind. She experienced pain, discomfort and abnormal bleeding and went to the ER and her symptoms resolved.